Event description:
It was reported that the patient was found to have a steadily rising right ventricular lead impedance in clinic by the physician. The right ventricular lead was capped and replaced (B)(6) 2024. The patient was discharged.